Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted, and on (B)(6) 2010 intepro was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary problems. Additional narrative: it was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2010 due to a pelvic mass. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic incisional hernia repair with alloderm on (B)(6) 2011.